Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 35 mg/dl this morning. Troubleshooting for the low blood glucose was declined. No further information was provided, and no products were returned or replaced.